Event description:
Out of box failure of oxygen yoke assembly on neonatal intensive care ctr. After putting unit into labor and delivery or and attaching o2 suction hoses, rptr discovered there was no output for the o2. Removed unit to shop and had svc rep inspect and repair unit. Rptr discovered that the ball bearing stuck due to too much lubricant. Rep put new assembly in and it failed. Co installed a second assembly before unit worked. On 6/12/96 attached wall oxygen to yoke assembly on infant warmer. No output off the yoke assembly verifies as output from well. Called in svc rep.